Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the light source had a b30 error (scope communication error). The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's allegation was not confirmed. Based on the results of the investigation, it is likely that scope communication error is displayed because contact resistance is high due to foreign objects or dirt adhering to the electrical contacts, thus interrupting electrical communication. However, a definitive root cause of the could not be determined. Olympus will continue to monitor field performance for this device.